Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A consumer reported that after she had an intraocular lens (iol) implanted, she noticed blurry vision and was told by her surgeon that her lens had shifted. He stated that it would be too dangerous to fix it. The consumer went to her family physician who stated that he could see the tail of the lens and that the lens itself "wiggled". He referred her to another surgeon and the lens was exchanged.

Manufacturer narrative:
Product evaluation: information was provided that the 21.5 diopter lens was replaced with a monofocal lens, 24.0 diopter. (B)(4).

Manufacturer narrative:
Additional information was provided indicating that the patient's diagnosis of keratoconus was the reason for the removal of the lens. The lens was exchanged for 2.5 diopters in difference of power. Regarding the last postoperative note prior to lens exchange, the slit lamp findings indicate the pc iol is ¿centered.' This event no longer meets criteria for reporting based on applicable medical device regulations. (B)(4).